Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump had failed psi testing found during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction: b3: event date, d1, d4: model #, d4: unique identifier (UDI) #, g4: combination product. Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, the reported problem "fail psi test" was not reproduced. The device was tested for downstream occlusion detection and it passed. A review of the event history log revealed multiple "downstream occlusion!" Alarms however, downstream occlusion detection testing failures cannot be determined through the history log. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified as constant / false downstream occlusion alarm. The cause of the condition was the downstream/force sensor out of specifications. The force sensor required to be replaced to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.